Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 300mm thoracic aortic dissection. The patient had a non-mdt stent graft implanted for a type b chronic dissection. It was reported that migration and type ia endoleak was observed in the non mdt stent graft and so a valiant stent graft was implanted in zone2 for treatment. A rtad was confirmed on the same day and a total arch replacement was performed by thoracotomy as intervention. As per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.